Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's front enclosure, top plate enclosure, handle, universal porting block all had cracked plastic, all parts replaced and also replaced the flow sensor assembly due to cracking on the outer, which was not related to the malfunction/issue.